Event description:
It was reported to boston scientific corporation that a captiflex oval snare standard was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the snare loop of the snare detached into the patient. The physician retrieved the device segment with a biopsy forceps. The procedure was completed with another captiflex oval snare standard. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.